Manufacturer narrative:
The iab used during this event was returned for evaluation. Blood was observed on the exterior of the catheter and between the catheter and the sheath. Due to time lapsed, no information related to the iabp serial number or the resolution of the event could be determined. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated "blood detected" alarm. The customer did not observe any blood in the gas line. The balloon was pulled from the patient. The patient died on (B)(6) 2011. Patient had a condition that was considered a contraindication (aortic insufficiency) per the IFU. The customer indicated that the patient death was not attributed to the product. MDR 2248146-2014-00165 ((B)(4)) was initiated for the balloon used in this event.